Event description:
Customer stated that he received an error 3 message on his freestyle meter and began to feel "a little funny, just didn't feel good." He was transported via ambulance to a local hospital and treated in the emergency room. He was diagnosed with congestive heart failure and treated with regular insulin every hour. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter has been requested for investigation and a follow-up report will be submitted if results are available. Due to the nature of the medical event, a report is being filed.